Manufacturer narrative:
Investigation summary: catalog: 442023. Batch no.: 3102712. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend identified for batch. Complaint is unconfirmed based on retention samples and batch history record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. Catalog: 442023. Batch no.: 3102706. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
Report 18 of 18. It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) a high number of false positives of candida tropicalis results have occurred. The following information was provided by the initial reporter: customer reports high number of false positive candida tropicalis results when the biofire bcid panel is used with bd bactec blood culture bottles how many bottles had a false positive result on your bcid panel? We have identified 17 so far, please see excel document for details of each. We are still reviewing patient results so there may be more identified.

Event description:
Report 18 of 18 it was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) a high number of false positives of candida tropicalis results have occurred. The following information was provided by the initial reporter: customer reports high number of false positive candida tropicalis results when the biofire bcid panel is used with bd bactec blood culture bottles how many bottles had a false positive result on your bcid panel? We have identified 17 so far, please see excel document for details of each. We are still reviewing patient results so there may be more identified.

Manufacturer narrative:
B3: date of event is unknown b3. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3102712. D4. Medical device expiration date: 17-jan-2024. H4. Device manufacture date: 12-apr-2023. D4. Medical device lot#: 3102706. D4. Medical device expiration date: 16-jan-2024 h4. Device manufacture date: 12-apr-2023. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.